Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. An empty, opened iol case was returned in the carton. The iol was not returned. No root cause identified as no iol was returned for evaluation. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was defective. Timing of the event is unknown. Additional information is being requested.